Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient has not felt stimulation in their arm for the past week and is having soreness at the ins site in the past week. It was noted that their left arm and ins site was bothering her and it was a sudden change in symptom. It was verified with patient had their ins charged to ½ and the power was on.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.